Event description:
Potential MDR - blood leak - happened 4 hours into treatment. The nurse had stopped the pumps to reposition the pressure pod. Once she unclamped the lines, blood exploded out of the red access port where they noticed a crack in the rim.

Manufacturer narrative:
The review of our complaint file indicates that this is the first time such a defect is reported on prisma m100 lot number 06a2383g. The incriminated sample is requested, but not still rec'd. Our subcontractor gambro dasco blood line division was contacted for a same problem regarding another manufacturing lot number. Two possible causes were assumed; - problem during moulding of the cap, problem during automatic assembly of the cap on the body. As a corrective action, they have reinforced the communication while the whole personnel involved in both manufacturing process steps (implamented mid 09/06). The risk analysis ref jpb/am 05 0916/2 concerning pod exploding during unloading, can be applied to the sample site (same pressure condition, same possible reactions). During unloading, the pt is disconnected, so that no blood leak is possible. The only possible problem is a risk of contamination for the nurse. This is the reason why we decided to consider this complaint as MDR/mdv reportable. The rate of complaints relating of this type of defect is very low.